Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the package from the valve was sealed and the jar was sealed prior to its use. The valve was not inspected in the jar before it was removed. As reported, the removal of label from the valve had not caused or contributed to the valve strut sticking out. According to the person who crimped the valve, the strut only became apparent when the valve was rinsed. The physician indicated the rinsing process or technique had not caused or contributed to the strut sticking out.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was received inside a return kit in its original jar fully submerged in clear solution. Visual analysis showed all leaflets were flexible and intact; no damages were observed. All leaflets were in a closed position. All commissures were intact. A bent strut was observed on the outflow frame. The reported frame fracture was confirmed and found on the strut adjacent to the c paddle. Upon opening the jar, small remnants of gasket material were stuck along the rim. The gasket showed pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. Under magnification, white particulates were observed inside the jar. Particulates appear to be from the gasket. Note: white particulate was found in the jar and/or lid upon opening. Similar complaints with fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification was sufficient. Updated: b5, d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, while preparing the transcatheter bioprosthetic aortic valve, the valve was taken out of the glass and the label with the serial number was removed. When the valve was rinsed, a strut fracture was observed. The valve was not used for implant. A different valve was used. No patient complications have been reported as a result of this event. Additional information was received which indicated that the package from the valve was sealed and the jar was sealed prior to its use. The valve was not inspected in the jar before it was removed. As reported, the removal of label from the valve had not caused or contributed to the valve strut sticking out. According to the person who crimped the valve, the strut only became apparent when the valve was rinsed. The physician indicated the rinsing process or technique had not caused or contributed to the strut sticking out. Additional information was received that prior to opening the valve jar, there was no evidence to suggest that the jar and/or valve had been previously tampered with. There was no damage observed prior to jar lid removal and no particulates reported to be observed in the jar.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, while preparing the transcatheter bioprosthetic aortic valve, the valve was taken out of the glass and the label with the serial number was removed. When the valve was rinsed, a strut fracture was observed. The valve was not used for implant. A different valve was used. No patient complications have been reported as a result of this event.